Event description:
On (B)(6) 2021 it was reported by a sales representative via phone that an ar-2324kpslc knotless swivelock, suture mechanism backed out of the eyelet as the surgeon was tensioning the implant. The entire ar-2324kpslc was removed. This was discovered during use in a rotator cuff repair procedure on (B)(6) 2021. The case was completed using a new ar-2324kpslc.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.